Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain solution, abdominal pain and fever. The cause of and treatment for peritonitis were not reported. It was reported the patient will go to the emergency room, however, at the time of this report, it was not reported if the patient was seen in the emergency room or if they were hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the peritonitis event. On an unreported date in the same month as event onset, the patient was treated with unspecified antibiotics for the event (no further details). Pd therapy was ongoing. The patient was discharged from the hospital five days after hospital admission and was recovered from the event. It was not reported if the patient or caregiver were retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.